Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 01-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that the patient felt like he was going through withdrawals all day. The patient went to ER (emergency room) where the company representative read the pump and it has had no motor stalls. There were no known environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the patient had gone to the ER to get some relief of withdrawal symptoms and they would do an MRI to rule out a granuloma. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no further complications were reported.